Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified a shaft kink 30mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. However, during the initial inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any issues and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. However, during the initial inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any issues and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.